Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 800 mg/dl. The customer was treated for high blood glucose with novolog pen. The customer was unable to complete the troubleshooting because she does not have new infusion set to change insulin. The customer was advised to do infusion set as soon as possible. The customer also reported that they had excessive no delivery alarm during manual prime. Customer's blood glucose was 250 mg/dl. The customer was advised that in order to troubleshoot their device we may request that they change set and/or reservoir. The customer stated that the insulin did exit. Customer stated that the device alarm no delivery. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: no excessive no delivery alarm noted. Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit was tested with a water fill test reservoir. No air bubbles anomaly noted. Unit had minor scratched lcd window and cracked reservoir tube lip.